Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05843. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, 3 watchman access systems and 2 watchman ® laa closure device and delivery systems were used. The watchman ® laa closure devices were deployed, but recaptured and removed. At the end of the procedure, thrombus was noted on the coumadin ridge. The patient's activated clotting time was 383 sec. There was no treatment for the suspected thrombus. The procedure was aborted due to appendage size. There were no further patient complications reported. The patient was discharged from the hospital the next day.